Event description:
It was reported that pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller had not yet tried leaving wall adapter plugged into working outlet for at least 30 minutes, so technical support instructed caller to do so later in day, and caller planned to call back if problem continued, with no additional information received regarding outcome of event.